Manufacturer narrative:
The device was returned for analysis. The failure to cycle and foot separation were confirmed. The difficult to remove is related to procedural circumstances and cannot be replicated in a lab environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported patient effect of foreign body in patient is listed as a synonymous effect to embolism, therefore, is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. The cause of the reported difficulties cannot be determined. The subsequent treatment is due to the circumstances of the procedure. In this case, based on the reported information, and the returned device analysis, it is possible the foot of the device was caught in the vessel access site leading to the cuff miss and foot separation. This is supported by the difficulty removing and the suture coming out of the device. Manipulation of the device with the foot open may cause separation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. Resistance with the access site was noted during removal of the prostyle device, however, it was ultimately removed without issue. After removal of the device, the suture was noted to be partially out of the skin, so the user pulled out the suture from the anatomy. Also once the device was removed from the anatomy, a separation of the posterior foot was noted. It was suspected to possibly remain in the patient, therefore surgical intervention was performed. However the separated foot was not found. The sheath was upsized to a 16f sheath and the procedure was completed. Hemostasis was achieved via surgical intervention. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 8f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. Resistance with the access site was noted during removal of the prostyle device, however, it was ultimately removed without issue. After removal of the device, the suture was noted to be partially out of the skin, so the user pulled out the suture from the anatomy. Also once the device was removed from the anatomy, a separation of the posterior foot was noted. It was suspected to possibly remain in the patient, therefore, surgical intervention was performed. However, the separated foot was not found. The sheath was upsized to a 16f sheath and the procedure was completed. Hemostasis was achieved via surgical intervention. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy.